Event description:
This spontaneous case through social media describes the occurrence of medical device removal ("medical device removal"), fatigue ("intense periods of fatigue"), visual impairment ("visual disturbance"), arthralgia ("severe joint pain") and burnout syndrome ("burnout") in a 54 year-old female patient who had essure inserted. The patient had a medical history of parity 3. In (B)(6) 2011, the patient had essure inserted. In 2011 she experienced fatigue (seriousness criterion disability), visual impairment (seriousness criterion disability), arthralgia (seriousness criterion disability) and burnout syndrome (seriousness criterion disability). In (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (essure removal). At the time of the report, the fatigue, visual impairment, arthralgia and burnout syndrome had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to medical device removal, fatigue, visual impairment, arthralgia or burnout syndrome. The reporter commented: essure implanted with local anaesthesia, and removal of device with fallopian tube removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of medical device removal ("medical device removal"), fatigue ("intense periods of fatigue"), visual impairment ("visual disturbance"), arthralgia ("severe joint pain") and burnout syndrome ("burnout") in a 54 year-old female patient who had essure inserted. The patient had a medical history of parity 3. In (B)(6) 2011, the patient had essure inserted. In 2011 she experienced fatigue (seriousness criterion disability), visual impairment (seriousness criterion disability), arthralgia (seriousness criterion disability) and burnout syndrome (seriousness criterion disability). In (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (essure removal with fallopian tube removal). At the time of the report, the fatigue, visual impairment, arthralgia and burnout syndrome had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to medical device removal, fatigue, visual impairment, arthralgia or burnout syndrome. The reporter commented: essure implanted with local anaesthesia, and removal of device with fallopian tube removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.